Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: customer complaint of "can physically lock but stating not locked" was confirmed through functional testing per pvt (performance verification testing). Replaced latch lock flex sensor. Customer complaint of "dso bubble" was confirmed through visual inspection per pvt. Replaced dso (downstream occlusion) seal. Upon further investigation found air detector damaged. Replaced air detector. Found uso (upstream occlusion) seal degrading. Replaced uso seal. Calibrated dso. Found front piezo damaged. Replaced front piezo. Performed pvt, unit passed all testing criteria. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device could physically lock but stated "not locked". There was no patient involvement.